Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No compromised force sensor system alarm noted. Pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer also reported that the device was squirting out insulin during manual priming. Customer stated that insulin continued to drip after the motor stopped. Blood glucose level at the time of the call was 162 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.